Manufacturer narrative:
(B)(4).

Event description:
It was reported pt had loss of therapeutic effect. It was noted loss of bladder control and pain from the implantable neuro stimulator (ins) location down to pt's rectum. The pt had sporadic pulses. Pt stated she was in a car accident july 3rd. Pt had bruising over the ins location. It was noted the hospital did x-rays and said there was no break. Pt was told since she had swelling to wait a couple weeks and see what happens. Pt stated she waited a couple weeks and still had pain at the ins location and that device was not helping with the symptoms. Pt was at home and in fair condition. It was later reported company rep looked over impedances and noted it looked like the pt had a fracture in the lead. The pt needed to make an appointment for revision. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.